Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: filter was placed but had a 26-degree tilt angle. Correction was attempted but not successful. Filter was retrieved the same day as filter placement without complications. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. According to instruction for use while keeping slight back tension on the introducer push the release button completely to ensure proper release of the filter. Repositioning of the filter is no longer possible. The filter is now released. There are adequate controls in place to ensure the device was manufactured to specifications. Based on the provided information it is unknown what caused the filter to tilt during deployment and without any images from the deployment time or return of the device it would be inappropriate to speculate what caused the filter to tilt during deployment. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# pr(B)(4). Occupation: referred to as principal investigator. PMA/510(k): k172557. Investigation is still in progress.

Event description:
Description of event according to initial reporter: (B)(6) year old male consented in preserve on (B)(6) 2018 and had cook gunther-tulip¿. Vena cava filter placed the same day due to planned lung transplant requiring temporary termination of anticoagulation. Index filter was placed but had a 26 degree tilt angle. Correction was attempted but not successful. Filter was retrieved the same day as filter placement without complications. Date of resolution: (B)(6) 2018 patient outcome: resolved without sequelae. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence